Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure. The patient's right atrial (ra) lead had a known noise issue and high capture threshold measurements since (B)(6) 2025. The ra lead was capped and replaced during the same procedure on (B)(6) 2025. The patient was stable throughout the procedure.